Manufacturer narrative:
Additional information: section d4 (expiration date) was updated based on previous extended investigation. Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sim vivo test was performed and results were within specification. No malfunction or product deficiency was identified. Section d3 (email) and section g1 have been updated to reflect current contact information. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre 2 sensor on the third day of wear. The customer experienced dizziness, unspecified symptoms of hypoglycemia, and subsequently lost consciousness. The customer was taken to the hospital and received "general routine diabetes control" treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre 2 sensor on the third day of wear. The customer experienced dizziness, unspecified symptoms of hypoglycemia, and subsequently lost consciousness. The customer was taken to the hospital and received "general routine diabetes control" treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre 2 sensor on the third day of wear. The customer experienced dizziness, unspecified symptoms of hypoglycemia, and subsequently lost consciousness. The customer was taken to the hospital and received "general routine diabetes control" treatment. No further information was provided. There was no report of death or permanent injury associated with this event.